Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced pericardial effusion and an infection. It was further noted that the patient experienced discomfort, pain and bacteremia. It was further reported that the patient presented to the emergency room with chest pain. Pericardial effusion noted and drainage was performed. An echocardiogram and imaging was also performed along with device interrogation which showed no perforation. The organism methicillin-resistant staphylococcus aureus was identified through blood cultures. No further patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced pericardial effusion and an infection. It was further noted that the patient experienced discomfort, pain and bacteremia. It was further reported that the patient presented to the emergency room with chest pain. Pericardial effusion noted and drainage was performed. An echocardiogram and imaging was also performed along with device interrogation which showed no perforation. The organism methicillin-resistant staphylococcus aureus was identified through blood cultures. It was further reported that there was no infection. It was further reported that the right ventricular (rv) lead was repositioned due to suspected perforation and effusion. The ipg system remains in use no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, d3, d4, h4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.